Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was difficult to attach. Verbatim : 1921-pc: it is difficult to attach the IV catheter to the IV extension set. It has created messes of blood oozing on the patients blankets that does not normally happen. Another IV was almost dislodged due to the difficulty of getting the IV catheter and extension set.

Manufacturer narrative:
H6: investigation summary a complaint of sets being difficult to connect causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5309 lot number 23019252 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was difficult to attach. Verbatim : 1921-pc: it is difficult to attach the IV catheter to the IV extension set. It has created messes of blood oozing on the patients blankets that does not normally happen. Another IV was almost dislodged due to the difficulty of getting the IV catheter and extension set.